Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016. Advised patient's mother to perform a paperclip reset on the receiver and wait 15 minutes to re-establish the connection. Also advised the patient's mother to turn the bluetooth off on the smart device and wait 10 seconds to turn the bluetooth back on. Patient's mother will call back if issue continues. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.